Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported events is unable to be determined. However, the cause of the events is likely due to insufficient or inadequate reprocessing. Additionally, it is presumed that humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. All reported events can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to distal end had residual liquid, and inside of light guide lens had foreign objects, the additional evaluation findings are as follows: air and water cylinder had no color, suction cylinder had no color, plug unit was damaged, due to wear of angle wire, bending angle in up direction did not meet the standard value, light guide lens had a crack, light guide lens was chipped, connecting tube had a scratch, connecting tube coating peeled off, adhesive around objective lens was peeled, and there was corrosion around left arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the evis exera iii duodenovideoscope device based on an unspecified allegation. During the device evaluation, the following reportable malfunction was found: distal end had residual liquid, and inside of light guide lens had foreign objects. The issue was found during maintenance. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation.